Event description:
It was reported that 754 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad). There was a 95% stenosis in the proximal lad at the level of the first septal perforator and a 70-75% stenosis in the distal proximal segment. The physician cannulated the left main ostium and secured the wire distally, and then advanced a 2.5x20mm maverick balloon to the lad. The lad was predilated with the maverick balloon. Then the physician advanced the 2.75x32mm taxus express2 drug eluting stent to the lad where it was deployed at 12 atms, covering the first septal perforator. The patient complained of burning chest discomfort with balloon dilatation and stent deployment. The physician then proceeded to post dilate 4/5 of the stent with a 3.00x12mm maverick balloon up to 18 atms. Angiographic results were excellent with 0% residual stenosis and outflow disease was in the range of 20-30% prior to a medium size septal perforator. The first septal perforator did demonstrate timi 1 flow. Medications used during the procedure included reopro bolus, heparin, regalan, plavix, fentanyl, and versed. The physician was to recommend plavix 75mg once per day for a minimum of 6 months following the procedure. At 754 days later, the patient presented emergently with acute st elevation and anterolateral wall myocardial infarction. Tests revealed that the lad was totally occluded at its origin with in-stent thrombosis of the 2.75x32mm taxus stent. The physician used a wire to cross the occluded proximal lad taxus stent and an export 6fr thrombectomy catheter was used, filling three syringes while gently advancing through the stent. Visible thrombus was retrieved. Timi-3 flow was restored with the export catheter. Intravascular ultrasound imaging was performed demonstrating a soft homogenous appearing material in the first 14mm of the previously placed stent, eccentric in orientation and corresponding with angiographic filling defect. The stent itself seemed fairly well expanded, with a minimum lumen dimension of 2.48 mm. The physician advanced a 3.00x15mm liberte bare metal stent to the lad to cover the area of the stent that was likely thrombotic and to re-expand this proximal area. The stent was post dilated with a 3.25 nc monorail balloon up to 16 atms and then a 3.50x9mm quantum balloon was inflated to normal pressures to flare the origin of the liberte stent. Excellent angiographic results were achieved and the procedure was successfully ended with no patient complications. Medications used during the procedure included heparin and plavix. The patient was not taking plavix at the time of the event. The physician recommends that the patient should take a lifelong dual antiplatelet therapy henceforth, and continue aspirin at 325mg daily.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.